Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Verified the customer complaint. The touchscreen is not working. Additional finding not related to the complaint: arrived with software configuration ui500-c02.03 97 total operational hours source of gas supply "bottle" internal karl storz reference number: (B)(4).

Event description:
It was reported that the device stopped working during a procedure and needed to be replaced by a back-up unit. The patient was not harmed but bringing in a re-placement for the device resulted in a delay of the procedure.